Event description:
2.5mm drill bit tip measuring 3cm broke into the left tibia while surgeon was using drill bit for procedure. Surgeon attempted to remove drill bit, but was unsuccessful at removing from patient's bone.